Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump rewinds the reservoir by itself and it alarms to replace the battery. The customer's blood glucose reading was 350 mg/dl at the time of incident. Troubleshooting found that the low battery alert was not received prior to the replace battery alarm on the pump. The customer was advised to install a new battery and monitor the pump. Customer was also advised to call back if any further issues.